Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported the patient was on impella 5.5 support and during support, the pump had suction alarms. Albumin bolus was given to the patient. Additionally, the pump was accidentally pulled back across new aortic valve replacement. The decision was made to replace the pump.

Manufacturer narrative:
The investigation of low pump flow and positioning issues has been completed. The impella device was not returned for evaluation. Low pump flow: complaint device not retuned for investigation. Data log reviewed: no motor current (mc) spike outside p-level changes seen. Many suction occurred during impella support. On first day on support 7/8 impella low flow at p9 and 8 with placement spikes observed, purge spike seen during support. Impella positioning in aorta at 7/14 with correlate with clinical detail "surgeon pulled pump back across new aortic valve replacement accidentally ". From clinical details patient had suction alarms resolved with albumin bolus, another suctions event when patient sat up in chair, decided reduce flows to p7 when patient sit on chair and when in bed can go back to p9. The cause of the pump flow and suction issues most likely due to patient condition related since flow back to range after suction alarms resolved with albumin bolus and p-level changes. Positioning issues: the cause of positioning issue most likely use related due to improper technique since the surgeon pulled pump back across new aortic valve replacement accidentally and decided to place a new pump.